Event description:
Screwdriver tip broke off into the screw during surgery. Tip remained in the head of the screw. Screw with tip was retrieved and discarded. Surgery was prolonged for 20 minutes. The patient suffered no adverse effects as a result of this incident.